Event description:
It was reported that a pt underwent a laparoscopic tubal ligation and hysteroscopic morcellation of a 3cm transmural fibroid on the uterine sidewall, followed by an endometrial thermal ablation procedure on (B)(6)2010. After 3.5 minutes into the ablation procedure, the pressure decreased rapidly and the machine shut off. The surgeon found a large perforation at the uterine fundus and a total laparoscopic hysterectomy was performed. A hysteroscopy was performed before and after the ablation. The anteverted uterus was sounded to 6.5cm. The surgeon opines that the nature of the perforation might have been a result of mechanical and thermal injury and possibly could be from a microperforation at the onset of the case when sounding. No further complications were encountered. The pt was discharged on (B)(6)2010.

Manufacturer narrative:
(B)(4): conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.